Event description:
It was reported that the pulse generator exhibited a marker anomaly. No intervention had been reported. The device remained implanted and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).